Event description:
Additional information was provided by the surgeon who indicated there was no product defect and the issue was due to his procedural technique which caused aspiration of ocular viscoelastic device (ovd) without injection of infusion when the handpiece was placed in the eye. In addition, he reported this was the third of five procedures and both, the thermal burn and corneal edema, were not serious / resolved the surgeon indicated the vision did not improve immediately after the procedure but has since recovered without any problems.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that the cassette had irrigation issues to caused a thermal burn. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a thermal burn was brought by the irrigation solution not running well during the fragmentation phase of the ultrasound oscillation and bubbles came out of the tip. In addition, the tube felt stuck between the tray and console. Additional information was received which indicated the tip replaced however it was determined the issue was related to the cassette tubing getting stuck. In addition, a company representative confirmed that the cassette was used for this procedure was use in the prior procedure. This is one of two reports for this facility.